Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately nine (9) years due to stenosis secondary to calcification. The subject device has been discarded. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device was not returned for evaluation, and therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of the reported stenosis cannot be confirmed, it was likely that the stenosis was due to the calcification noted by the health-care provider. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.